Manufacturer narrative:
Concomitant medical products: catheter model 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011.

Event description:
The patient had efficacious therapy with their intrathecal baclofen pump for "several years." Due to expected end of life in regards to the battery, the pump was replaced on (B)(6) 2011. At the time of the pump replacement, the neurosurgeon replaced the distal catheter because he felt it was not securely anchored into the spine. The catheter was discarded and not returned for analysis.